Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheter broke into two pieces halfway through the slitting process. The catheter was removed and replaced. No patient complications have been reported as a result of this event.